Manufacturer narrative:
Visual inspection of the as received product identified fragment of an unknown fractured screw stuck in the implant. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual, instrm rev b 10/15 information identified: instructions for use of the recommended restoration are provided along with the appropriate torque values. Biomet 3i restorative IFU (instructions for use) p-iis086gr rev. E 11/2015 precautions: biomet 3i restorative products should only be used by trained professionals. The surgical and restorative techniques required to properly utilize these products are highly specialized and complex procedures. Improper technique can lead to implant failure, loss of supporting bone, restoration fracture, screw loosening, ingestion and aspiration and/or swallowing. Components made from peek material are intended for use for up to 180 days. The complainant indicated that the ¿screw fractured inside implant¿. The complaint was confirmed through visual inspection of the as received products. A root cause could not be determined for this complaint. There are no corrective actions recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
The doctor was performing a procedure and the unknown screw fractured inside of the implant and as a result the implant had to be removed.